Event description:
It was reported that device was used during a fobi-capella by video procedure. It was reported that the device stopped working during the procedure. The case was completed with another hp053. There was no patient consequence.